Event description:
Note: the only box in question 2 that should be checked is "other serious (important medical events). Your website is malfunctioning and will not allow me to submit the report unless I check all the boxes. Last (B)(6) 2011, I used ciba vision's clear care solution for my contact lenses and very badly burned my eyes, leaving them red for 2 days. This first incident was due to my using their solution with the misunderstanding that it was like saline solution. Very clear markings need to be on their package to indicate the dangers of this product if it is used like regular saline solution. It is some of the most excruciating pain I have ever felt, worse for being concentrated in the eye. The second incident came (B)(6) months later, when I used the solution exactly according to package instructions, including use of their accompanying contact lens cleaning case. When I removed the lens from the case after it had been there overnight, and inserted the lens in my eye, my eye was badly burned again because the peroxide solution remained active on the lens. This time the redness laster 3 - 4 days. I just came across several articles documenting that this has been a significant problem for other consumers, so I thought I should submit my report as well. This product is dangerous to consumers, not only for its insufficient warning against mis-use, but even worse, for its malfunction when it is used properly. Please take it off the market. Dates of use: (B)(6) 2011 - (B)(6) 2012.